Event description:
It was reported that the customer was having sensor errors. His blood glucose was 422mg/dl at the time of reporting, which was treated with his insulin pump. The customer reported blood and a bent cannula when the sensor was removed. The sensor is being returned. No additional information was reported.

Manufacturer narrative:
Inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. Sensor failed per specifications due to high readings. Unable to confirm needle complaint due to customer did not return insertion needle only sensor. Also found cannula bent. Unable to confirm customer received sensor in said condition due to customer returning it opened/used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.